Event description:
A review of svc data has detected a reportable event. During servicing, monitor sn (B)(4) failed incoming functional testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt of the monitor was unable to baseline. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.